Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulator and gastrointestinal/pelvic floor. It was reported that  (B)(6) . The patient reported that they'd been in the hospital recently and had just been sick for the last few weeks and that they were confused about what they had done when they went to charge. The patient stated that when they went to charge, they turned on the recharger and the button on the recharger was orange and circling and then it turned green so they put their recharger on their ins battery and now they don't know if they got it charged or not. Patient stated their ins battery showed "charging" and excellent connection with a flashing red battery. Patient confirmed they were in open loop charging with the numbers 1 3 and 17. Patient kept switching between that charging screen and the recharger information screen showing the recharger was at 90% charge. Patient services asked the patient if they had any metal nearby and the patient stated they had metal around their neck and they removed the metal and repositioned the recharger and the screen went to showing the ins was 100% charged and the therapy was off. Patient services walked the patient through placing the recharger on the dock and wanted to note the patient had a very difficult time navigating using the samsung they were unable to find the navigation keys to take them back to their home screen and patient services attempted to have the patient restart the handset but they kept locking it instead. Ultimately the patient was able to get back to their home screen and tapped into the micro mytherapy application. Patient services walked the patient through connecting to seeing their settings using the communicator and patient successfully connected to their settings. The patient received a power on reset (por) message. Patient services explained the meaning of the por message to the patient and explained that that message would generate when they let the ins battery die. Patient dismissed the code and turned the therapy back on and adjusted the stimulation to a comfortable level. Patient never confirmed where they were feeling it but at one point they went up really high and described it like they were being hit with "pins" so patient services had the patient decrease the stimulation down to where it was no longer causing them pain but could not confirm if it was in the bike seat or if they felt it at the level they left it at. Patient mentioned their shoulder hurt from holding the communicator "back there" and that their head hurt and that they were having trouble using the external devices to navigate to their therapy settings. Patient stated they lived alone and no one could help them with the external devices. The patient then successfully ended their session and was going to monitor their symptoms. The troubleshooting steps that were taken on the call resolved the issue. Patient stated their pocket site was "dried up" now but noted they were concerned the ins casing was leaking and that was what the seeping was. Patient services reviewed it would be highly unlikely that the ins casing was compromised but redirected the patient to follow up with their health care provider (hcp) to check the site. Patient stated they would reach out to the hcp when it started to seep again. The patient's relevant medical history included patient was hard of hearing and stated that their shoulder was hurting as well as their head. Patient services wanted to note that the patient was having a difficult time using the external devices and patient services did their best to d ocument the reported information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.